Manufacturer narrative:
Conclusion: an event of a device embolism was reported. The device was received for analysis and passed the visual inspection and all functional testing. All characteristics were within specifications. Visible contamination was noted. A device history review (DHR) revealed no deviations. The device passed all visual and functional tests and met all specifications at the time of production. No deviations were found in the inspection protocol. Packaging and shipping were according to process. The environmental conditions were within limits during storage. It had been reported that the defect was measured to 10 millimeters (mm) via transesophageal echocardiogram (tee). The instructions for use (IFU) recommend using a second sizing method such as the stop flow technique with a sizing balloon. Per the IFU a 12 mm occluder is recommended for defects greater than 10.5 mm and less than or equal to 12 mm. Because the 12 mm occluder embolized and a 13 mm occluder was successfully implanted, it is possible the wrong size occluder was initially selected and that use of a second sizing technique may have aided in selecting the appropriate size. However, per the physician a sizing balloon was not used because the right and left atrium were very small and there was concern use of a 25 mm sizing balloon would make the defect larger. Based on the investigation findings a device-related failure could not be determined. The root cause of the event was unable to be conclusively determined.

Event description:
It was reported that prior to the attempted implant of this 12 millimeter (mm) atrial septal defect (asd) occluder, transesophageal echocardiogram (tee) was used to measure the defect size to 10mm. While the device was being implanted, after the device was released and the pistol pusher was removed, the occluder dislodged. A snare was used to remove the occluder. A new 13 mm occluder was used to complete the procedure without issue. There were no patient complications.

Manufacturer narrative:
The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.